Event description:
It was reported the patient's pain continued at a 3-3.5. A study revealed the rotors were not turning. The physician suspected the battery had reached its normal end of life battery depletion. The patient presented for removal and replacement of the intrathecal narcotic infusion pump. He had previously been on 800 mcg. Of intrathecal fentanyl per 24 hours simple continuous mode. Since the pump was not functioning, he has been transitioned onto transdermal fentanyl at 150 mcg/hr. The patient received 1 gram of ancef prophylactic antibiotics one hour prior to surgery. Under general anesthesia, the pump pocket was opened. The catheter was noted to have partially separated; therefore, it was elected to replace the distal portion of the catheter. The pump was removed. The pocket was irrigated with copious amounts of bacitracin antibiotic solution. The new pump was warmed and charged with 18 cc of fentanyl, 4000 mcg/ml. The new connector was secured to the old catheter using the appropriate connector device. There was an area of wear on the catheter. This was excised and the new connector attached to the intact existing catheter. This was secured in place with suture. The pump pocket was closed with sutures, a sterile dressing was applied. The patient awakened from general anesthesia and was transferred to the recovery room in good condition. The patient received an add'l 2 doses of ancef prophylactic antibiotics and was prescribed keflex 250 mg after discharge, one po three times daily for seven days. The pump was programmed to deliver 600 mcg of fentanyl per 24 hour in a simple continuous mode. This was 75% of his original dose; however, he has been on the duragesic patches. It was anticipated that there would be some time required for dissipation of the fentanyl. The patient was kept overnight to be observed for any evidence of respiratory depression and was to be followed up in ten days for reprogramming of the pump as needed for appropriate pain control.